Event description:
It was reported the epg (external pulse generator) was connected to a patient. When hospital staff looked at the epg, it was found to have stopped. The epg was turned back on, but it did not restart. The battery was exchanged, but the epg did not restart. The epg was returned for repair. No patient complications have been reported as a result of this event; the patient had their own heartbeat.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).